Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that remote manager kept failing. A field service engineer arrived at the site to assess the issue and discovered that the remote manager chassis was not securely fastened, with the chassis plate nearly detached from the refrigerator. I proceeded to replace the adapter plate, latch assembly, and harness. Additionally, aligned the hasp with the remote manager chassis to guarantee seamless operation of the refrigerator door. The remote manager is now functioning effectively. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system station constant space limitations hinder the timely dispensing of medication. A customer has reported that the user was unable to dispense medication to the patient due to a reported malfunction, resulting in a delay for the patient. There were no adverse events or injuries reported based on this event.